Event description:
It was reported that during journey ii cr total knee replacement, after impacting the femoral component, the surgeon pulled out a silver of grey plastic from the wound. When inspecting the impactor, it was discovered that the impactor had also broken as per previous customer complaint. This was a replacement impactor, from a loan set. Procedure was finished with the same device and no delays were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a sliver of plastic from the impactor was retrieved from the patient after impacting. Per complaint details, the procedure was completed using the same device, with no surgical delay and no injury to the patient. It was discovered that this impactor had also been reported as broken in a previous complaint (case-2020-00003961). Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.